Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was between 214-340mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.